Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported by the patient that she experienced pain and swelling at her shoulder with stimulation on. Evaluation of the patient¿s scs system found no malfunctions. Reprogramming was unable to resolve the issue. The patient reported the swelling started to go down after stimulation was turned off. As a result, the patient decline any further troubleshooting and requested patient¿s entire scs system was explanted.